Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the implantable pulse generator (ipg) system was being explanted and replaced with a leadless implantable pulse generator (ipg) it was noted that there was insulation damage on the right ventricular (rv) lead. No patient complications have been reported as a result of this event.